Event description:
It was reported that a patient observed air in the patient line of a homechoice cassette. There was no alarm associated with the air. This was noticed during the initial drain of peritoneal dialysis therapy on the homechoice machine, while the patient was connected. The patient stated that "there may have been an inch gap at the top of the patient line after priming". The technical service representative reviewed proper procedures, per the user manual, with the patient and advised the patient to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.